Event description:
It was reported that the cstat 3000 system locked up during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pt images and data were archived off the hard drive to free up disk space during the service call. The system was tested and found to be working as intended and put back into service.